Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a code update. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the following: balloon radially and longitudinally burst. Distal part of balloon material bunched towards nose tip. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through vasculature was confirmed based on evaluation of provided imagery. Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event as distal part of the balloon material was bunched towards nose tip as indicated in the provided photos. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, during implant of a 26 mm sapien 3 ultra valve in aortic position by transfemoral approach, the patient presented a moderately to severe calcification of the native annulus/leaflets. During valve deployment with nominal volume when at maximal deployment, the balloon burst. Despite the burst, the valve had already reached complete inflation, and no post-dilation or reintervention was needed. During withdrawal of the commander, the balloon had a ''parachute'' effect but was able to be withdrawn into the esheath. Then the esheath was removed, but the patient had a vascular dissection at the right common femoral artery puncture site. An arterial endovascular repair with a 6x40mm covered stent was required, and hemostasis was observed. The patient also required blood transfusion due to blood lose during the vascular repair. The patient was noted as to be transferred to the ICU for further monitoring.